Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 06/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: a review of the black box data showed evidence of occlusion alarms. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no issues. The force sensor was found to be in calibration. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was cracked.